Manufacturer narrative:
(B)(4).

Event description:
It was reported on 01/14/2016 that this vns patient passed away on (B)(6) 2016 while sleeping. It was stated that the patient was recently implanted with her first vns device in (B)(6) 2015 and the aspire device had changed her life for the better. An autopsy is being performed to determine cause of death. For further relevant information has been obtained to date.

Event description:
Additional information was received that indicated that the patient's brain was sent to (B)(6) to be inspected and based on what they have found they believe the cause of death is sudep. There were no other obvious causes of death found. The patient went to bed on wednesday night, (B)(6) around 10pm and in the morning she was found in her bed unresponsive. It was explained that it wasn't expected to be a seizure since the patient's mom can usually hear when she is having one and that did not happen that night. There was no suspicion of the vns being the cause of her passing. The date of death was also clarified to be (B)(6) 2016. The explanted generator and lead were received for analysis on (B)(4) 2016. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the lead was completed and approved on 03/07/2016. An analysis was performed on the returned lead portion. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Product analysis for the generator was completed and approved on 03/11/2016. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
M. Etienne, m. Mccauley, r. Venor. A case of sudep after improved seizure control with the aspire sr vagal nerve stimulator. American epilepsy society, 2016.

Event description:
It was reported that an abstract captured the previously reported event. No additional relevant information was received via the abstract.